Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported the insulin pump was off all night and after replacing the battery it won¿t work. The customers current blood glucose level is 450 mg/d and has been treated with 12 units of a manual injection. The customer did troubleshoot the issue and resolved the blank display alarm. The insulin pump will not be returned for analysis.